Manufacturer narrative:
Manufacture reportability awareness date: (B)(6) 2026. Patient 1: male, 5 days old. Patient 2: female, 4 days old.

Event description:
Radiometer reference number (B)(4). According to complaint, customer reported that the bilirubin (ctbil) results from the abl90 flex plus analyzer (serial number (B)(6)) are higher than the results obtained from the lab analysis. Additional information provided by level 1 on (B)(6) 2026: this is concerning because they check the bilirubin value against a bilirubin threshold chart (created within the hospital trust group, but based on national nice guidelines) to determine the treatment - depending on gestational age and prematurity, the baby may need to be monitored, given fluids, put under lights, put under double lights, or undergo exchange transfusion (the most invasive option). If the highest values of bilirubin are different to the lab analyser, this could mean the abl90 could give a level that suggests exchange transfusion, while the lab analyser gives a lower value that does not. As a result of these concerns, they have adopted a policy where all samples with a high enough bilirubin value must be sent to the lab and re-run. Additional information provided by level 1 on (B)(6) 2026: new information with actual measurement values for two patients, and relevant patient information, was received.